Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet returned.

Event description:
The event involved a spinning spiros® closed male luer, red cap where the customer reported that the spiros disconnected during continuous chemo infusion. There was patient involvement; harm was not reported as a consequence of this event. No other information was provided.

Manufacturer narrative:
The complaint of disconnection/loose connection on item ch2000s-c cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and probable cause cannot be determined. Lot history review couldn't be performed due to the lot number for this complaint was unknown.